Event description:
Attorney reported: in 2005- the pt underwent a hernia repair procedure with implant of two composix kugel mesh patches the pt suffered persistent abdominal pain accompanied by abdominal distention and abdominal tenderness. In 2006- the pt underwent surgery to explant the mesh patches.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available. Info related to the composix kugel mesh implanted in 2005, will be reported in accordance with rae.